Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.1 had failed and was not detected on the bus. The customer attempted to reboot and recover the drawer, but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 3.1 cubies had intermittently failed. A field service engineer (fse) identified that the cubie pockets could not be removed using the diagnostics application. The fse manually removed the pockets, cleared minor debris, reseated the row tray connections, reassembled the drawer, and rebooted the system. Following these corrective actions, the system functioned as intended. The system functioned as intended after the field service engineer repaired the device.